Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of the egms revealed that the patient experienced a vt/vf storm. It was also noted multiple episodes that were appropriately sensed, diagnosed and treated. After multiple atp and hv therapy deliveries, it appears the patient has an arrhythmia that degrades and results in intermittent undersensing due to variable r wave amplitude. The final vf episode was at 7:07am, device delivers all therapy without converting the rhythm. No further information is available.